Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No further testing could be performed due to motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 110 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.